Event description:
Related MFR report: 1627487-2020-04530 and 1627487-2020-04532. It was reported the patient's scs system was removed approximately three weeks after implant due to infection. The patient stated the surgical intervention treated the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04530 and 1627487-2020-04532.

Event description:
Related MFR report: 1627487-2020-04530 and 1627487-2020-04532.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.